Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly went to black screen and prompting for bios password during a urology cystoscopy procedure. Customer stated that there was a delay of 15 minutes before the surgical team removed medications from the nearby station. The customer confirmed that neither patient harm occurred, nor medical intervention required, and the list of required medications were disclosed by customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections a1, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-jan-2022 to 10-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system screen turned black unexpectedly and prompted bios password. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that windows time service was not started on station. A technical support specialist started windows time service and configured it for auto-start to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly went to black screen and prompting for bios password during a urology cystoscopy procedure. Customer stated that there was a delay of 15 minutes before the surgical team removed medications from the nearby station. The customer confirmed that neither patient harm occurred, nor medical intervention required, and the list of required medications were disclosed by customer. There were no adverse events or injuries reported based on this event.